Manufacturer narrative:
Date rec¿d by MFR: 30sep2019. Date of report: 01oct2019. The gas delivery system (gds) was returned for failure analysis. The unit was missing the data acquisition board and oxygen valve solenoid; however, there were no signs of damage or contamination. During testing, it was determined that an out of specification air flow sensor u1 component caused the reported issue. The issue was corrected by replacing the u1 component. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit failed air flow accuracy testing. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 01jul2019. Date of report: 26jul2019. Added reporter information: biomedical engineer. The manufacturer's remote service technician performed troubleshooting with the customer. When the customer set the air flow at 120 liters per minute (lpm), the unit delivered 140 lpm. The customer replaced the flow sensor assembly and the issue was resolved. The service technician recommended that the customer replace the flow sensor assembly. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.